Event description:
The patient was injured on (B)(6) 2024 due to fall backwards while ascending a ramp. He was unconscious and transported to the hospital where he stayed until (B)(6) 2024 when he was discharged to (B)(6). His diagnosis is listed as occipital fracture nondisplaced, frontal temporal contusions, and traumatic brain injury.

Manufacturer narrative:
Annex g code 4756 - appropriate term/code not available chosen due to no device malfunction. This device was manufactured according to specified dimensions and requirements ordered by the dealer on behalf of customer. No malfunction has occurred. After the adverse event, customer requested chair to be adjusted such that the center of gravity was adjusted differently than initially ordered and has since reported higher satisfaction with the chair.